Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas was dropped into a sink and subsequently became intermittently unresponsive, with a sluggish wake/sleep button and operation only while connected to a charger. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued therapy without alarms or alerts and no need for medical care. Investigation included customer counseling on data synchronization, device shutdown, and return of the affected unit, followed by receipt of the returned device. Investigation of this device revealed a device retesting found no issue.